Event description:
It was reported that a vns pt experienced swelling at her left breast due to unk reason. It is unk if there was any pt manipulation or trauma to the site as the pt did not answer when asked about manipulation or trauma to the site. Moreover, additional info was received from the treating nurse indicating the pt was having an increase in seizures due to unk reason and was going to be evaluated soon. At the moment, it is unk if the pt's increase in seizures was above pre-vns baseline and the event is of unk relationship to vns as good faith attempts to obtain additional info resulted unsuccessful to date.